Event description:
Additional information received indicates that other than the observed low impedance the patient's device was functioning normally. Low impedance was reportedly observed at a subsequent follow-up visit but was not deemed to be a concern by the provider. The patient was noted to be doing well, essentially seizure free. The patient was lost to follow-up thereafter and has not been seen by the provider.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6)2012 and system diagnostic results revealed low impedance (lead impedance - <=600 ohms). No patient adverse events were reported. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.